Event description:
It was reported that the device alerted due to high impedance on the left ventricular (lv) lead and the right atrial (ra) lead. The decision was made to leave the leads implanted and the ra and lv leads remain in use. No patient complications have been made as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable defibrillation lead (B)(6) 2006; 5068 implantable pacing lead (B)(6) 1999. (B)(4). The lead has not been returned to the manufacturer and will not be evaluated.